Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records and communication. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The reported issue for the device was no image. The issue was resolved in troubleshooting. The doctor had pressed several buttons on the device that caused the image to disappear. However, when the input select on the monitor was toggled to locate the proper video input line in troubleshooting, and the correct input was selected, the endoscopic image returned with stable display. There was no malfunction with the device and so it was not returned. The instructions for use includes the following statements for precautions for installation and connection for image is interrupted.: properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.

Manufacturer narrative:
Due diligence was executed for this event. No additional event or patient information is available yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during the therapeutic procedure, after the ultrasound part of the procedure was completed and the endoscope was being used, the endoscopic image appeared for a few seconds and turn to gray picture. There was no adverse impact to the patient. All the connections were correct. The input select on the monitor needed to be toggled by the biomedical technician to locate the proper video input line. Once the correct input was selected, the endoscopic image returned with stable display.